Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 245 mg/dl). Customer alleged the pump was the cause and reverted to using manual injections for bolus corrections. Customer declined to provide further information and disconnected call with tandem technical support.